Event description:
It was reported to philips that the device failed the discharge test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed the discharge test. There was reportedly no patient involvement. Based on the information available and the onsite testing conducted, the cause of the reported problem was due to a defective pca therapy. However, as the device is end of life (eol) no repair work was performed by philips. The device remains at the customer's site. No further action is warranted at this time.